Event description:
Brush head shot into my throat [foreign body in throat]. Head broke off-oral b power oral care refill [device breakage]. Case narrative: consumer stated in email that while brushing, the head broke off and it shot into the throat. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.